Event description:
An operating room nurse reported difficulty registering the pt while using the tracer technique. The trace pattern was confined to the bony areas of the face, the ridge of the nose and eyebrows. After doing some trouble shooting, the surgeon still felt inaccurate. They performed pointmerge registration. The anatomy of interest was within the spheres of accuracy and the doctor felt accurate. They proceeded with navigation with no impact to the pt.

Manufacturer narrative:
The manufacture date was unk. The software has not been evaluated as of the date of this report.